Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead was sutured down, the impedance increased and r-waves fell. Some adjustments were made and the impedance had decreased and the r-waves were still noted to be low. At the post-operative check in the hospital, the r-wave were slightly higher but still low and the impedance was noted to be stable in the low 600 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).